Event description:
Surgeon was performing an articular labral shoulder arthroscopy case and was attempting to use an implant "1.8 mm knotless fibertak soft anchor. He attempted 4 different implants and all four broke. The first anchor knotted up and broke when attempting to pull the suture under the labrum. The 2nd and 3rd implant broke when the surgeon attempted to pull the anchor under the labrum and trying to cinch down the suture. The fourth one broke, but no one recalls exactly what caused it. Each time they anchor broke, the surgeon had to retrieve the suture from the shoulder before he could re-attempt the repair once again. Two of the implants which failed came from lot # 15272154. The other two implants which also failed came from lot #15295765. All implants were set to expire in 2029. Staff reached out to the arthrex representative (rep) at the time. I don't think that any of the implants were saved for review as they were all considered "wasted". The rep indicated that he was unaware of any other problems with these implants. In the end, the procedure was completed without harm to patient or staff.